Event description:
Pt experienced a hyperglycemic episode which prompted a visit to doctor. During this episode the pt stated blood sugar was >500. Set change performed in 2003 and 2 hours later bg was 225-250. Pt got up the next morning with high bg. Pt administered a sub-q injection, which did not help as the pt then reportedly went to doctor's office. It was stated that the pump has, on some occasions, alarmed that the cartridge was low but there was insulin in the cartridge. Further info such as a review pump history for alerts/alarms given and a status check of pump functions was not available. The reporter requested a replacement device be sent to them.